Event description:
Scrub tech found that during use of biogel gloves and handling a bloody sponge that the blood transferred inside the glove. Scrub tech regloved and it happened again. Manufacturer response for gloves, latex free, biogel: manufacturer provided rga, and shipping information for return.